Event description:
Several syringes had needles embedded in the side of the syringe. The rptr has one syringe with three needles embedded in it and another with two needles embedded. There are capped needles on the syringes.